Event description:
It was reported that a pump's audio function was not present. The customer also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found detection capabilities and visual alerts functioning however audio is not present due to a failed speaker 1w. The failed speaker was replaced.